Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer currently has the sensor feature turned off. Customer's blood glucose was 167 mg/dl at the time of the incident. Customer stated that the sensor started giving off numbers after 3.5 days. Customer stated that she has experienced this issue with multiple sensors. Customer reported that she was unable to upload to carelink. Customer was asked to remove and return the sensor. Customer will receive two replacement sensors. Customer mentioned having a blood glucose of 360 mg/dl. Customer also mentioned that her current sensor glucose was 61 mg/dl and her blood glucose was 143 mg/dl. Customer was advised to monitor the sensor glucose performance.